Event description:
It was reported that the user experienced multiple leaking insulin cartridges with an ilet pump, resulting in elevated blood glucose readings up to 600 mg/dl; the user had previously been advised on proper cartridge insertion and was reeducated to attach the connector after placing the cartridge and to fill slowly, which subsequently improved glucose after the last supply change. Customer care provided support which included review of device use, and user reeducation on cartridge filling and connector attachment. Investigation of this case revealed user handling and incomplete assembly steps as likely contributors to cartridge leaks. Symptoms included hyperglycemia with associated nausea and feeling sick. Outcomes included the need for troubleshooting, user education on ketone testing, and shipment of replacement supplies. It was concluded that the event was related to use error associated with cartridge installation, and replacement cartridges were provided along with education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.